Event description:
It was reported that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) a signal was oversensed on the right ventricular (rv) lead which resulted in pacing inhibition. It was noted the signal went away about seven minutes later. Technical services (ts) discussed it was likely air escaping from the device header. No additional adverse patient effects were reported. This crt-d system remains in service.